Manufacturer narrative:
.

Event description:
The customer found the sample probe was coated with separator gel and noticed erroneous results for an unknown number of patient samples. The customer informed the ER of the results, replaced the contaminated sample probe, and repeated the samples. Of the data provided for two patients, only the glucose hk gen 3 result for one patient sample was discrepant. The initial result was 87 mg/dl and the repeat result was 166 mg/dl with a data flag. The initial result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative confirmed there was gel on the probe that was replaced by the customer. He ran service software and ran a precision check.

Manufacturer narrative:
Further investigation confirmed the gel found on the sample probe was a plausible cause for the event as a contaminated sample probe disturbs the handling of the correct sample volume for the reaction. Although the replacement of the probe solved the problem, the real root cause of the gel on the probe was in the laboratory's preanalytical process.